Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an infection. It was further noted that the patient experienced erosion and purulent di scharge/ pus. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08725 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 16:00:00 after more than 7 days at 12.2 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. The complaint of patient concerned from receiving info about a recall affecting battery life is not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. For additional information regarding the tests performed, refer to (B)(4) ¿ appendix e the pump history file lists 132 boluses on the event date, 7/5/2025. Please see below for the first 10 boluses listed on the event date, 7/5/2025: (B)(6) 2025 00:05:00.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 500 (0.05 u) bolus amount delivered: 500 (0.05 u) (B)(6) 2025 00:10:02.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 750 (0.075 u) bolus amount delivered: 750 (0.075 u) (B)(6) 2025 00:15:02.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 750 (0.075 u) bolus amount delivered: 750 (0.075 u) (B)(6) 2025 00:25:02.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) (B)(6) 2025 00:35:00.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) (B)(6) 2025 00:45:00.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) (B)(6) 2025 00:55:03.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) (B)(6) 2025 01:05:00.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) (B)(6) 2025 01:17:01.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) (B)(6) 2025 01:27:01.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus mount delivered: 250 (0.025 u). There were no auto suspend events on the event date, 7/5/2025. There were no user suspend events on the event date, 7/5/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.